Event description:
The distal right coronary demonstrated severe eccentric 90+ stenosis, just prior to the takeoff of the posterior descending artery posterior lateral branch. A 3.5mm x 24mm endeavor sprint otw coronary drug-eluting stent was implanted in the distal rca a little area of dissection was noted post stent implant, right at the edge of the stent. A further 3.5 x 9mm endeavor sprint otw coronary drug-eluting stent was implanted (overlapping) to treat the dissection. Rca (MFR report # 2953200-2009-01203). It had timi iii flow to the distal vessel with no apparent complications. The patient was taken off the table, placed back on a stretcher. He shortly developed chest discomfort with abdominal EKG with evidence of an acute inferior infarct. The patient was placed back on the table. A jl4 guide was reengaged into the right coronary artery, which then showed apparent dissection of the ostium of the right coronary artery. With some difficulty a wire was ultimately passed to the distal vessel. Physician then proceeded with stenting of the entire right coronary. Two 3.50 x 30mm endeavor sprint otw coronary drug-eluting stents were implanted in the mid and proximal vessel and there was 3.5 x 12mm endeavor sprint otw coronary drug-eluting stent was placed right at the ostium. All of this was performed without complications. Investigator reported a remote relationship between the dissection and study stent. The patient recovered with treatment. After completing the interventional procedure, there was timi iii flow to the distal vessel. The patient's sts resolved, and he was no longer with complaints of chest discomfort.

Manufacturer narrative:
(Secondary intervention, additional stents implanted) - evaluation results: dissection and mi.